Manufacturer narrative:
Isi has not received the m/l clip applier instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the system and instrument log for the m/l clip applier instrument (part# 470327-12/lot # n10190826- 0082) associated with this event has been performed. Per logs, the medium-large clip applier instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 98 remaining usable lives with no subsequent use recorded. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. A review of the video clip submitted by the site was reviewed by an isi clinical development engineering (cde) and the following findings were obtained: the m/l clip applier instrument placed a clip around a vessel and closed successfully. After opening the jaws of the instrument, one half of the clip remained stuck in the jaw of the m/l clip applier. The surgeon briefly attempted to use other robotic instruments to detach the clip from the m/l clip applier, but then decided to place a new port so that a laparoscopic clip applier could be used to place another clip proximally on the vessel branch. After the second clip was placed, the surgeon used the cadiere forceps to detach the clip from the m/l clip applier. The assist placed a third clip and the permanent cautery hook (pch) instrument was used to transect the vessel and continue the procedure. The m/l clip applier was inserted later in the video and was seen to be shaking. A message appeared on the arm pod saying that the arm is not ready and to remove the instrument to continue, which points to potential external motion at the universal surgical manipulator (usm) that was causing the instrument to shake inside the patient. The m/l clip applier was removed and the pch was re-inserted without any issues. This complaint is being reported due to the following conclusion: during a da vinci-assisted right hemicolectomy surgical procedure, the m/l clip applier instrument failed to disengage. One half of the clip remained stuck in the jaw of the m/l clip applier instrument during an attempt to place a clip on a vessel. As a result, a new port was placed and a third-party clip applier instrument was subsequently used to clip above the affected site (more proximally on the vessel branch) and the vessel was dissected. The cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the medium-large (m/l) clip applier instrument failed to disengage. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue occurred during the first application of a clip with the m/l clip applier instrument. There was no damage seen on the instrument. The cable in the m/l clip applier instrument was not visibly loose or slack during use. The correct clips (medium-large weck clips) were used during the procedure. The surgeon could not "disengage" the m/l clip applier instrument robotically. As a result, the surgeon increased an airseal port from 8mm to 12 mm and used an unspecified third-party laparoscopic clip applier instrument to place a clip above the affected site. The vessel was then dissected. The operation was prolonged for an unspecified time due to the reported issue. However, the procedure delay was reportedly not significant as the customer had a backup kit available. The surgery was completed robotically without further issues.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6, and h10 device evaluation information can be found in the following sections: h6 and h10 on 07-nov-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the medium-large hem-o-lok clip applier instrument: failure analysis investigations did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the wrist assembly. No cable damage or misalignment of grips was observed. Housing was also removed and no damage was observed at the backend. Ligation clip was successfully installed on the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on multiple attempts and on different arms. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and passed twice. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected information can be found in the following section: b1. Additional information can be found in the following sections: g3, g6, h2 and h10. On 13-sept-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event from the surgeon: the issue occurred when the surgeon wanted to perform central vein ligation (cvl) by ligating the ileocolic vein, using green hem-o-lock clips. There were no collisions of the da vinci clip applier with other instruments before the onset of the issue. The new clip (via 3rd party clip applier) was placed a few millimeters to the right, closer to the origin of the vein. Although there was no bleeding seen in this event, failure to rectify could have resulted in significant bleeding and potential damage to the venous supply of small bowel. The surgeon stated that there is no concern that this event will cause long term complication in the patient. The procedure delay was less than 15 minutes. A review of the video clip was conducted again by a clinical development engineer and the following additional information was provided: on reviewing the video a second time, the video cuts to show the obturator tip already through the peritoneum, so it is possible that the user was only upsizing the cannula from 8 mm to 12 mm and did not insert a new port. This complaint being downgraded from an adverse event and malfunction to an adverse event due to the following conclusion: during a da vinci-assisted right hemicolectomy surgical procedure, the medium-large (m/l) clip applier instrument failed to release the clip from the jaws of the instrument when applied to a vessel. After opening the jaws of the instrument, one half of the clip remained stuck in the jaw of the m/l clip applier. The port size was enlarged and a third-party clip applier was subsequently used to clip above the affected site (more proximally on the vessel branch) and the vessel was dissected. This complaint does not meet the criteria of a reportable malfunction as the customer alleged an issue with the hem-o-lock clip failing to release from the instrument jaws. There was no tissue stuck to the instrument as well as no loose/slack cable seen on the clip applier.

Event description:
Refer to h10/h11 for follow-up information.